Event description:
The customer reported that the device failed the operational check test where is failed to shock in testing.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. A philips bench technician and confirmed the failure. The cause was found to be a faulty processor pca. The processor pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use/returned to the customer.